Event description:
It was reported that this brady lead was an attempted implant due to damage/kinking. During the procedure, the cutter metal blade broke off while preparing to slit a csp lead, cutting into the lead and catheter hub. Potential lead insulation damage/kinking and a cracked nxt catheter hub were noted. A new lead with the same model was implanted. No adverse patient effects were reported.